Manufacturer narrative:
Hamilton medical ag comes to the conclusion: see cer (B)(4) .

Event description:
The following was reported to hamilton medical ag: summary: user report that they found that "self test fail" and "buzzer defective" alarm in event log, for c6 (sn: (B)(6)).